Manufacturer narrative:
This supplemental is being submitted to provide additional information based on the ess site visit. The ess reported that no deviations noted in reprocessing before high level disinfection of the scope with evotech. No further information was provided.

Manufacturer narrative:
The device was not returned to olympus as the scope was returned to a non-olympus vendor for a service/repair. The cause of the reported event could not be determined. A review of the scope¿s instrument history shows the scope was purchased on november 6, 2012 and was last serviced, preventative maintenance, by olympus on august 30, 2018. As part of our investigation, an olympus endoscopy support specialist (ess) has been dispatched to the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized. If additional information becomes available this report will be supplemented accordingly.

Event description:
Olympus was informed that the scope culture tested positive for gram positive rods, bacillus after it had been reprocessed in their automated endoscope reprocessing machines, evotech. There was no patient infection associated with this report.